Event description:
It was reported that during preparation for an unspecified procedure, a guide wire fracture occurred. The lesion was located in the left anterior descending (lad) coronary artery. The pt2 guide wire fractured upon insertion into the guide catheter. The procedure was successfully completed with a different device. No patient complications were reported. Patient status us reported as "okay".